Event description:
Info received indicated the pt felt uncomfortable with the neurostimulator. The pt experienced a feeling of warmth around the device and the feeling of "constant current through her body".

Manufacturer narrative:
Device analysis revealed the neurostimulator is electically okay, however, there is a punchout hole in the # 7 setscrew grommet. Significant foreign material in the connector port around the # 7 connector area may indicate that the punchout hole occurred prior to explant. This may be related to the reported event if the # 7 electrode was active. The initial review from the device shows that the # 7 electrode was positive.